Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was returned for investigation. No physical abnormalities were noted on the returned product except for the cosmetic catheter kink at the kink protector. The pump passed the laser continuity testing for the optical line and all the 5s parameters were within limits. The pump also passed the pressure testing for the optical sensor. The data log showed a high placement signal for about 5 minutes with low pump flow during the very start of the case, which was resolved and remained around 50 throughout the case. The cause of the optical signal issue was not determined since no abnormalities were found on the returned product, and the placement signal high issue was resolved during the case. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient acute myocardial infarction and cardiogenic shock. During therapy, the pump experienced an optical sensor issue, with the difference between the aortic and placement signal readings exceeding acceptable limits. Support was continued despite the alarms. The device was successfully weaned and explanted. No patient harm was reported.